Manufacturer narrative:
(B)(4). Analysis of the recharger (s/n (B)(4)), found no significant anomalies. The complaint was unverified. There were no issues found during bench testing, no issues with charging an ins or recharger or communications.

Event description:
The consumer reported the implantable neurostimulator recharger (insr) was not recharging. The connector pin broke and the white arrow plugged in backwards into insr. Due to the insr issues, the patient could not recharge implantable neurostimulator (ins), so the patient had been off the machine a couple of days and had been experiencing regular pain because the patient was without her stimulator/therapy. The pain was steady throughout the day. The onset of the pain was considered gradual in nature. The cause of the pain was due to the insr not working and the patient not being able to recharge the ins. The therapy was off. The patient outcome remains unknown. The indication for therapy was spinal pain.